Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a failure of the full height cubie drawer 6 on the main unit, which was unable to open. Both rails supporting the drawer were found to be defective. A field service engineer replaced both the rails and adjusted the rail to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.